Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps complaint force sensor cannot calibrate was confirmed upon powering device and testing. The cause was counterfeit force sensor was found inside the punger assembly as it was assembled wrong by customer. No action taken as software is no longer available.

Event description:
Information received a smiths medical investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps complaint of force sensor and unable to calibrate.